Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgeon was inserting a t2 alpha tibia nail. During insertion, the strike plate ((B)(4)) was loosening and the surgeon had to retighten several times. The surgeon over-reamed and the nail was inserted without issue. The surgeon backslapped, and the strike plate disengaged from the proximal targeting arm and was launched into the air.

Manufacturer narrative:
The reported event of instrument destruction could be confirmed. The thread of the strike plate had been damaged by excessive load application due to incorrect engagement in the counterpart. Incoming inspection and the DHR of the reported strike plate revealed no manufacturing discrepancies. Investigation confirmed the returned product being in accordance to the specs. In this case the item was destructed due to excessive hammer impacts. Traces of limited material seizing on the rim of the shaft identify that the rim initially had poor contact to the counterpart of the nail adapter. The area of damage ¿ destroyed thread in the distal section ¿ is only possible if both instruments (strike plate and nail adapter) are not in sufficient contact with each other. Subsequently, there was no appropriate thread engagement between strike plate and nail adapter. When backslapping the nail there was no tight fit between the instruments. Thread loosening under above aspect is commonly known. In case not known, the labelling requires careful treatment and attention to safe connections between the instruments. Above scenario was classified being user related. With available information the event was not linked to a deficiency of the device. In case further information should become available, the investigation and root cause will be updated accordingly.

Event description:
Surgeon was inserting a t2 alpha tibia nail. During insertion, the strike plate (2351-0050) was loosening and the surgeon had to retighten several times. The surgeon overreamed and the nail was inserted without issue. The surgeon backslapped, and the strike plate disengaged from the proximal targeting arm and was launched into the air.